Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, the patient underwent a supracervical hysterectomy, mini laparotomy and cystoscopy during which a laparoscopic power morcellator was used and a surgical biopsy revealed leiomyosarcoma. A subsequent surgery was performed and pathology test found pelvic masses were consistent with metastatic leiomyosarcoma.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.